Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) all pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that zmb00 18.0 diopter intraocular lens (iol) was explanted from the patient's eye due to the patient experiencing halos, glare and ghosting of images. The lens was replaced with a zxr00 iol with a higher diopter (18.5). There was no incision enlargement, vitrectomy, or capsule tear. The patient is doing well. No further information was provided.